Manufacturer narrative:
Philips service replaced the power tray (452230028523 pfs272 powertray fru, back panel power supply) and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to boot; power tray replaced to resolve issue on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.